Manufacturer narrative:
Device evaluation: analysis of the lead found the lead body was stretched; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 309101, lot# 0215228912, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the lead was not returned as it remained in for the trial. The hcp had just mentioned that the stylet was more difficult to remove than the many others he had implanted. The lead still performed the trial as expected. It was noted that a new hcp was doing the procedure, but an experienced hcp did the second lead. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that the stylet was difficult to remove on the day of the report. This resulted in the lead stretching and becoming non-functional. They tested the lead after the stylet was removed and no stimulation was able to be generated through the wire. The problem was solved by putting in a new lead. However, they mentioned that it also had a sticky stylet that was difficult to remove. It was provided that it was a new hcp completing the procedure, but a similar issue was exhibited with a second lead. They stated that the patient would have the trial as expected. There were no symptoms or complications reported as a result of this event.